Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eight (8) years, one (1) month post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to moderate aortic insufficiency, secondary to critical aortic stenosis with a gradient of 90 mmhg. A 23 mm edwards sapien xt (9300tfx) was implanted and post-procedural tee revealed excellent results with trace pvl. The patient was discharged four (4) days later.